Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence/ urgency frequency. The patient stated that the device was the most painful thing and that the lead did not work. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp responded by indicating the cause of the lead not working was unknown. It was unknown if any action or intervention were taken.